Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Ccomplainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test for defib function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a3-a4, b5-b7, h6 (health effect clinical code and health effect impact code). Evaluation: the device was returned to zoll medical canada; the customer's report was duplicated and attributed to the system board. The system board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.